Event description:
I had implants and dermacell allograft bilaterally following a breast cancer surgery. I experienced increased fatigue, joint, dryness itching breast and brain fog that did not resolve or get any better until I had my implants removed in 2024. The grafts never incorporated and on the left side they were removed but the surgeon did not remove them from the right side. For 2 or 3 weeks after surgery all my symptoms resolved. Now my right suite feels much better but my left side symptoms have returned. Ref report: mw5162687.